Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient's blood glucose was 19.6 mmol/l, and when the patient tried to treat with a bolus the pump alarmed no delivery. Troubleshooting was initiated for the no delivery. The customer confirmed that the pump had been dropped, bumped, and exposed to moisture during the past two years, but that there were no events drastic enough to affect pump functionality. The customer was assisted in performing a prime but a black circle appeared on the pump and the no delivery alarm had somehow cleared. The customer was advised to change the battery in hopes that the no delivery would reoccur and that black circle could be cleared, but that did not work. The caller also mentioned past button error alarms as well. The customer was advised to discontinue use of the pump and revert to a back-up plan per health instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery test due to the prime anomaly. The pump was received with minor scratches on the lcd window and broken battery tube threads.